Manufacturer narrative:
The reported failure of the active exhalation valve test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
This notification is being reviewed due to the manufacturer receiving an allegation that a trilogy evo device failed an in-system setup test. The device was evaluated at the manufacturer service center and the complaint was confirmed. The device failed the active exhalation control module test. The device's 3-way solenoid valve and proportional valve were replaced to address the issue.